Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports discrepant architect clin chem total bilirubin assay results generated on an architect c4000 analyzer. The following was provided: patient 1: 0.1 umol/l that retested at 5.4 umol/l on another analyzer in the lab. Patient 2: 4.9 umol/l that retested at 10.5 umol/l on another analyzer in the lab. Patient 3: 9.7 umol/l that retested at 5.4 umol/l on another analyzer in the lab. Patient 4: 3.0 umol/l that retested at 8.3 umol/l on another analyzer in the lab. Patient 5: 2.6 umol/l that retested at 7.6 umol/l on another analyzer in the lab. Patient 6: 0.9 umol/l that retested at 4.3 umol/l on another analyzer in the lab. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Abbott customer service worked with the customer and advised the customer to replace and calibrate the r1 and sample probes. The customer performed this activity and subsequent instrument operations were acceptable. There were no returns available from the customer site. An instrument service history review revealed no service or complaint issues on or before the date the present customer issue was initiated that may have been a contributing factor. A review of complaint tracking and trending metrics was performed and identified no adverse trends or systemic issues in conjunction with the complaint incident currently under evaluation. The architect systems operations manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.